Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual and microscopic inspection did not identify any abnormalities that could have contributed to the reported condition. Simulated use testing was performed by priming the set and checking for flow; the device was found to prime and flow normally with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer experienced no-flow during use of a one-link extension set. This occurred during infusion of an unspecified drug. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.